Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement performed on (B)(6) 2014. According to the complainant, during the procedure, the stent failed to deploy and a kink was noted on the stent delivery system. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿

Manufacturer narrative:
Evaluation report of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by 18mm. It was also noted that the shaft was kinked at the proximal end of the mounted stent. The handle was bent and there were kinks in the clear outer sheath. During analysis it was possible to deploy the stent without issue. No issue was noted with the profile of stent; however, kinks were noted in the inner lumen. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.